Event description:
Edwards received information of an aortic bioprosthetic valve that require valve-in-valve intervention due to "stenotic degeneration with mild incompetence" after an implant duration of 10 years. Patient is noted as having tolerated procedure well and hemodynamically stable. Access to additional information has been denied by hospital.

Manufacturer narrative:
Additional manufacture narrative - the reported device has not been returned to manufacturer as it remains implanted. Without return of the device no conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.